Manufacturer narrative:
Additional information received indicated that a revision procedure took place. The device was electively replaced as it had approximately less than six months remaining with a 2.58 monitoring voltage. The rv lead was surgically abandoned. There was clear visual evidence of an insulation break. At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Manufacturer narrative:
All available information indicates that the device and lead remains in service. There is no additional information available. If additional information becomes available, the event will be updated. Approximately eighteen months later we received additional information that a shock was delivered for a ventricular tachycardia episode which converted the patient. However, a less than 20 ohm shock impedance was reported from the delivered shock. A boston scientific crm technical services consultant recommended system replacement due to the potential that the device was damaged during the shock delivery. Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Additional information received indicated that a device and lead replacement planned to take place at a date in the near future. The device and lead planned to be returned for analysis upon explant. No additional information is available at this time. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting low out of range shocking lead impedance (sli) measurements, < 20 ohms. A boston scientific crm technical services consultant recommended bringing the patient in and delivering a max energy shock to evaluate the system. To date, there have been no adverse patient effects reported.